Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2015 that the surgeon was unable to insert screw completely in mandibular regions during one jaw surgery. The surgery was complete with a delay, but the specific length of the delay is unknown. This report is 1 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.